Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 300 mg/dl the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the display was blank less than 30 seconds and then returned. Customer states display is blank currently. Display did not return after pump restart. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion inside of the battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.